Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023. The consumer initially tested positive with the binaxnow covid-19 antigen self-test. The consumer performed a repeat test the same day with another binaxnow covid-19 antigen self-test which generated a negative result. The consumer tested negative on each of the preceding days ((B)(6) 2023 and (B)(6) 2023) using the binaxnow covid-19 antigen self-test. The consumer was asymptomatic and declined to provide additional information about treatment and outcome.

Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. Single use; device discarded.

Manufacturer narrative:
Investigation conclusion: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 217440 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 217440, test base part number 195-430wjr / lot 215177. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 217440 showed that the complaint rate is (B)(4)%. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 217440 showed that the complaint rate is 0.00147%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.d4 - expiration date; e1 - phone number (removed). H3 other text : single use; device discarded.

Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023. The consumer initially tested positive with the binaxnow covid-19 antigen self-test. The consumer performed a repeat test the same day with another binaxnow covid-19 antigen self-test which generated a negative result. The consumer tested negative on each of the preceding days ((B)(6) 2023 and (B)(6) 2023) using the binaxnow covid-19 antigen self-test. The consumer was asymptomatic and declined to provide additional information about treatment and outcome.